Manufacturer narrative:
The device was returned for analysis. The device returned with kinks evident along the hypotube. The distal shaft was torn starting at the guidewire entry port and extending 0.95cm distally along the shaft. Both inner and outer lumen materials were jagged and uneven at the tear site. There was a kink on the distal shaft 1.8cm distal to the guidewire entry port. The balloon folds were opened and blood was present inside the balloon and inflation lumen. The device failed negative prep. Upon pressurisation of the device, a leak was observed exiting the tear distal to the guidewire entry port.

Event description:
It was reported that the physician was attempting to use a sprinter legend rx balloon to pre-dilate a moderately calcified and mildly tortuous mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and the device was removed from its packaging as per IFU. The device was prepped as per IFU and inspected with no issues noted. Negative prep/purging was performed on the device prior to use, with no issues noted. During the procedure, no resistance was encountered when advancing the device and no excessive force was used during insertion / delivery. Device did not pass through a previously deployed stent. It was reported that the balloon burst on the first inflation. A 10 atms was applied prior to the burst. A sudden or gradual drop in pressure was not noted on the inflation device. Device was not moved or re-positioned prior to the burst. Procedure was completed with another device. No patient injury reported.